Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. No device history record (DHR) review is possible as the instrument does not have a lot number etch. The part/lot combination is unknown. Visual inspection: the small hexagonal screwdriver with holding sleeve (p/n: 314.02 lot: unk) was received with a portion of the phenolic handle broken off. The transverse fracture on the handle is at the location of the dowel pin. Rust and discoloration were observed along the entire instrument. No other issues were identified with the returned components of the device. The laser etchings on the instrument include the part number (314.02), swiss marking, and an unknown/unrecognized code ¿dhh.¿ based on the document/specification review, there is no lot number etching on the instrument, thus the lot number is unknown. Dimensional inspection: dimensional inspection could not be conducted due to post manufacturing damage of the handle. Document/specification review: the part marking location and the absence of a lot marking of the returned device indicates that the device is 22+ years old. A DHR review for the manufacturing records and the material records could not be performed as the lot number is unknown and there is no lot number specified in design drawing. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the small hexagonal screwdriver with holding sleeve as a portion of the phenolic handle was broken off. The transverse fracture on handle is at the location of the dowel pin. Rust and discoloration were observed along the entire instrument. While no definitive root cause could be determined, the complaint condition and part condition is likely due to consistent use and reprocessing over the part¿s lifetime (22+ years). During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a wood handle for small hexagonal screwdriver broke. The issue was discovered by a sterile processing department (spd) staff. There was no patient involvement. This report is for a small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.